Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with cracked housing. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was confirmed. The device was tested three times for pressure, and all three tests were out of specification. Service's will replace the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump failed the high and low tests. The event occurred during calibration with no patient involvement.